Event description:
It was reported that anti-tachycardia pacing (atp) was delivered to convert an arrhythmia in the ventricular tachycardia (vt) zone, the rhythm then accelerated to the ventricular fibrillation (vf) zone where shock therapy converted the arrhythmia. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that anti-tachycardia pacing (atp) was delivered to convert an arrhythmia in the ventricular tachycardia (vt) zone. The atp was suspected to be inappropriate, and it accelerated the the arrhythmia into the ventricular fibrillation (vf) zone where a 41 joule shock successfully converted the vf. Additionally, it was noted the cardiac resynchronization therapy defibrillator (crt-d) exhibited increased pacing impedance values on the left ventricular (lv) lead with possible but not confirmed loss of capture. The local sales representative reached out to the clinic but was unable to obtain additional information. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060110. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.